Event description:
The customer was hospitalized for high blood glucose levels. The last infusion set changed was done two days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed all required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.